Manufacturer narrative:
Additional information: d6.

Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and suggested further investigation for the source of noise. No intervention has been performed. The patient was in stable condition.